Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes that the atrial lead noise appeared to be resolved since the device change. No new ams related to the lead noise was noted. The patient's condition was well.

Event description:
New information received notes that the patient presented in clinic for a routine device replacement. Atrial lead noise was still present. The lead was not replaced and remained functional. The lead would be continue to be monitored remotely via merlin.net transmission and in office follow up.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, auto mode switches (ams) due to atrial lead noise were observed. Myopotential oversensing was reproduced via isometric testing when the patient presented in clinic. Programming changes were made. Lead reevaluation was mentioned, and the decision would be made at the time of the device replacement. The patient was stable and being monitored.